Event description:
Patient scheduled to have a mediport dye study for assessment of mediport. This study was being completed due to the fact that the parents, homecare, and outside hospital were not having success with blood returns even with interventions such as altepase. After mediport accessed and an image was taken, it was noted by md that the catheter was detached from the mediport. The tubing and port were removed and was replaced with new line.